Manufacturer narrative:
Additional information: d9 device return date added. G1 MFR contact fax number added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during support with an impella device, the automated impella controller alarmed for a controller error and the aorta and left ventricle waveforms were no longer displayed. The issues self-resolved. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The impella device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.